Event description:
It was reported that a company representative was upgrading a physician's tablet and was have an issue with migrating the data from the original sd card to the new sd card. When he tried to migrate the data onto the new sd card, the tablet said that there were zero records found on the new sd card. The company representative then checked the sd card that he had backed up the data to, but there were no files on the sd card. The same was true for the sd card that was originally removed from the tablet. The sd cards were not locked. The programming data from the physician's tablet was obtained to determine if the issue was the sd card or the tablet, but review of the data has not been completed to date. It was also noted that the physician may not have had any patients to date, which may explain the reason for the lack of data on the sd cards.

Event description:
The review of the programming data on the sd card was completed, and it was found that the physician did not have any programming data on the sd card because she did not have any vns patients and had never communicated with a generator. The tablet was then used to interrogate a demo generator, and the programming data was transferred properly to another sd card.